Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure. It was further reported that the spring tip possibly detached at outside patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was received attached to the advancer unit along with rotawire. The rotawire was removed with some resistance due to numerous wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. There is blood in the housings showing that there was not a continuous saline flow. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was received attached to the advancer unit along with rotawire. The rotawire was removed with some resistance due to numerous wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. There is blood in the housings showing that there was not a continuous saline flow. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure.